Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The blood glucose reading was 20 mg/dl. The customer was treated with intravenous fluids and oral glucose. The customer had not been wearing the insulin pump at the time of the event but had been disconnected for less than 48 hours. The customer believed the insulin pump to be over delivering. The insulin pump was not returned for analysis.